Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® edta 2k shield/ cap/ stopper is different color/ shade or faded. The following information was provided by the initial reporter: the customer stated ¿the shield was found to be discolored.¿